Event description:
A us distributor returned an electrode belt indicating that it could not complete incoming testing.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon eval, the cable connecting ECG electrodes a and b was cut and all wires were severed. The cause for the inability to complete testing is the damaged cable and wires. The root cause for the damaged cable and wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires.